Manufacturer narrative:
Event date: this event occurred sometime in (B)(6) 2016. Initial reporter address: (B)(6). Office contact postal code: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set could not be disconnected from a baxter manifold. The reporter stated that the devices had "fused together." This occurred during a lung transplant. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the device operated within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.